Event description:
It was reported that the iab was inserted in the sicu 04 in a pt with no known plaque or vascular tortuosity. The next day, blood was noticed in the helium tubing. The iab was removed without any pt complications.